Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that there was farfield oversensing on the atrial channel. The atrial blank after ventricular sense was extended to 85 ms. It was noted that the patient feels palpitations and has a history of atrial fibrillation (af) with low atrial amplitudes. Boston scientific technical services (ts) was consulted and discussed programming the duration to 0 to limit tracking of the signal. It was noted when the pacemaker was temporarily programmed to pacing and sense in both chambers with unipolar sensing, every other beat was undersensed in the ventricle; this was not noted outside of temporary programming. Ts was unable to explain why this would occur only in temporary pacing. The clinician opted to also reprogram the right atrial (ra)sensitivity to 0.25 mv and continue to monitor the patient. One and a half years later a clinician contacted ts to review atrial tachy response (atr) episodes to help determine if they were showing noise or af. Upon review ts noted it appeared to be af or atrial flutter with possible noise and that they should try to reproduce the noise. The clinician noted the patient is completely atrial dependent with no underlying p-waves. Ts further noted some undersensing in the atrium, and previous programming changes were discussed. Ts also discussed the option of programming atr fallback mode from pacing and sensing in both chambers to pacing in the ventricle and sensing in both chambers to prevent atrial pace fallback and functional undersensing. The clinician would discuss the programming options with the physician. The pacemaker and ra lead remain in service and no adverse patient effects were reported.